Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient saw a 1707/coupling issues error. The patient reported a shocking sensation while they were recharging. The following troubleshooting steps were performed; repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended using recharger over a thin layer of clothing, reset the recharger, reset the handset, see knowledge article questions for additional details regarding discomfort while charging. Patient (pt) initially stated they have had nothing but problems getting the implant recharged. Pt states charging goes off with the slightest movement. Pt states right now it's saying searching for device and it can't find it. Patent states they don't use the belt because it's too cumbersome and it won't fit due to unrelated health issue. On the call patient services had pt attempt to charge the implant and reports seeing recharger is inactive. Patient reset both handset and recharger and cleared the 3167 code. Pt placed recharger directly over skin and states they are feeling shocking right on the incision. Pt followed the other steps mentioned and was successful at recharging, seeing excellent quality. The troubleshooting steps that were taken on the call resolved the issue. Patient was advised to use a layer of clothing between recharger and skin, and did not mention the shocking discomfort again after using clothing in between recharger and skin. The patient also reported they are constipated, their bowels are like pasty rabbit droppings instead of being more fluid elimination. Patient states this started probably last week and sometimes they have to do a finger extraction to remove it, they have to contort their body to eliminate. Pt couldn't exactly confirm when they started having problems with elimination. Additional information was received from the patient on september 27, 2021. In response to the inquiry for if the cause of the difficulty maintaining connection to recharge had been determined, the patient replied ¿no,¿ and in response to the inquiry for what most likely caused or contributed to the issue, the patient replied ¿the device-I have a boston scientific wave writer and I do not have this problem. Why would you release this with a battery the size of a waffle?¿ in response to what further steps were or would be taken to resolve the issue, the patient replied that they had gotten no follow up from the assigned manufacturer representative (rep) to educate them and that they were very, very, very disappointed in the product. The patient stated they were not able to successfully recharge the implant now and that the approximate implant depth and location was the ¿r¿ buttock, and then the patient wrote the day ¿(B)(6) 2012.¿ (MDR is taking this mean ¿(B)(6) 2021¿, which was the month and year the patient was implanted.) In response to the inquiry for if the shocking sensation had been felt only during a recharge session, the patient replied ¿no.¿ in response to the inquiry for if using the layer of clothing to cover the entire recharger surface resolved the sensation, the patient replied ¿no¿. In response to the inquiry for if the issues were not resolved had the patient contacted the doctor who managed their device to have the device(s) checked, the patient replied ¿yes,¿ and to ¿check the doctor¿s office records.¿